Manufacturer narrative:
The technician found the pt position module will set and alarm on all modes, the bed functions as designed, no repair needed.

Event description:
The account alleged the bed alarm is not going off from time to time. No injury reported.